Event description:
Pt reported that their one touch ultra meter kept failing the control solution test. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given. No further clinical information was provided. This case is reported as a product malfunction. Replacement test strips were sent to the pt.